Event description:
It was reported by the caller that unk error codes were occurring during a case. The case was completed by manipulating the cables. No pt consequence. The device is being returned for repair. The blue o-rings have already been removed from connectors.

Manufacturer narrative:
Date sent: 06/07/2007. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.